Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturer, katecho, inc., has indicated that this product is manufactured with a white colored paper release liner to cover the gel instead of the clear plastic liner reported in this incident. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. The lot history review has not been conducted because the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame 2,380,390 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000004. Per the instructions for use, the user is advised to not open the package until just prior to using the electrodes. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2516m, was to be used during an unknown procedure on an unknown date when it was reported ¿we use your defib pad 2516m. It has been reported that a slip and fall was attributed to the plastic film removed from the pad prior to use. If this plastic is inadvertently dropped on the floor, it can become a slipping hazard. It was also brought to my attention that it is not noticeable to our housekeeping staff as well when cleaning. I don't know if you have received any reports regarding this previously, but the though is that if there is some type of marking on the plastic film to make it more noticeable one would pick it up and avoid stepping on it.¿ further assessment questioning found that a person sustained a strain/sprain of the wrist. They only received first aide, no report of medical intervention, and are working in their full capacity with no hospital stay required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.